Event description:
Clinical rationale: an impella cp device was inserted into the left femoral artery in a 71-year-old male patient presenting in scai stage a shock, prior to initiation of support. The impella was inserted for ventricular support for a high-risk percutaneous coronary intervention (pci). During the procedure, after removing the peel-away sheath and placing a repositioning sheath, there was access site bleeding and a hematoma. The physician decided to remove the impella and place one perclose suture, and cinched the suture around the 8 fr sheath. The activated clotting time (act) was 315. It was reported that the patient had peripheral artery disease (pad)/peripheral vascular disease (pvd), and calcification. The impella was successfully weaned, and the post-procedure outcome is survived at explant. Bleeding is a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Manufacturer narrative:
H6 investigation type codes and h6 component codes were updated accordingly based on the completed investigation. Corrected information has been provided in d1 (brand name) following identification of data entry error/incomplete information]. The cause of the access site adverse event was not determined due to insufficient clinical details.